Event description:
Rptr inserted cervical dilator into cervix of pt with cervical stenosis on 2/6/95. When rptr attempted to remove the dilator on 2/7/95, it fractured, leaving several centimeters in the uterus. Pt is an infertility pt. She required general anesthesia and removal with hysteroscopy. Rptr called the co and it turns out the devices fracture. Rptr thinks this product should be recalled and not used unless fixed. This is dangerous to pts.